Manufacturer narrative:
Investigations have determined that there is no issue with the general assay performance as demonstrated by the quality control results.

Manufacturer narrative:
The customer changed their dilution protocol so that samples would be diluted at a lower dilution factor. According to the customer, the issue has disappeared or at least significantly improved since adopting this new protocol.

Event description:
The customer reported that they had been getting different results when diluting four patient samples tested for estradiol (e2). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. All samples were tested on an e170 analyzer. All patients are "ivf" patients. The first sample initially resulted as > 3000 pg/ml. The sample was repeated with a 1:10 automatic dilution using diluent multiassay and resulted as 2300 pg/ml. The sample was then repeated with a 1:2 manual dilution using diluent multiassay and resulted as "about 2900 pg/ml." The sample was also repeated with a 1:5 manual dilution using diluent multiassay and resulted as "about 2900 pg/ml." The second sample was tested on (B)(6) 2015, resulting as 247.6 pg/ml. It was asked, but it could not be clarified if this sample had been diluted prior to running it. The sample was repeated on (B)(6) 2015, resulting as 3000 pg/ml accompanied by a data flag. The sample was repeated a second time on (B)(6) 2015 with a 1:10 automatic dilution, resulting as 2365 pg/ml. The sample was repeated a third time on (B)(6) 2015 with a 1:2 manual dilution using diluent multiassay and resulted as 1480 pg/ml. When the 1480 pg/ml value is multiplied by the dilution factor, the result is 2960 pg/ml. The sample was repeated a fourth time on (B)(6) 2015 with a 1:10 automatic dilution using diluent multiassay and resulted as 2274 pg/ml. The sample was repeated a fifth time on (B)(6) 2015 with a 1:10 manual dilution using negative human serum, resulting as 316.5 pg/ml. When the 316.5 pg/ml value is multiplied by the dilution factor, it results as 3165 pg/ml. A value of >3000 pg/ml was also provided for the same sample. It was asked, but it is not known when the value of >3000 pg/ml was obtained. The third sample initially resulted as 3000 pg/ml accompanied by a data flag on (B)(6) 2015. The sample was repeated on (B)(6) 2015 with a 1:10 automatic dilution using diluent multiassay and resulted as 1549 pg/ml. The sample was then repeated a second time on (B)(6) 2015 with a manual 1:5 dilution using diluent multiassay, resulting as 358.5 pg/ml. When the 358.5 pg/ml value is multiplied by the dilution factor, it results as 1792 pg/ml. The sample was repeated a third time on (B)(6) 2015 with a 1:2 manual dilution using diluent multiassay and resulted as 1120 pg/ml. When the 1120 pg/ml value is multiplied by the dilution factor, it results as 2240 pg/ml. The sample was repeated a fourth time on (B)(6) 2015 with an automatic 1:10 dilution using diluent multiassay and resulted as 1513 pg/ml. The sample was repeated a fifth time on (B)(6) 2015 with a manual 1:10 dilution using negative human serum and resulted as 162.8 pg/ml. When the 162.8 pg/ml value is multiplied by the dilution factor, it results as 1628 pg/ml. The sample was repeated a sixth time on (B)(6) 2015, resulting as 3000 pg/ml accompanied by a data flag. The sample was repeated a seventh time on (B)(6) 2015 with a 1:10 automatic dilution, resulting as 1519 pg/ml. The fourth patient sample initially resulted as > 3000 pg/ml on (B)(6) 2015. It was repeated with a 1:10 automatic dilution on (B)(6) 2015 using diluent multiassay and resulted as 2300 pg/ml. The sample was repeated a second time on (B)(6) 2015 with a 1:2 manual dilution using diluent multiassay and resulted as 2939 pg/ml. The sample was repeated a third time on (B)(6) 2015 with a 1:2 manual dilution using negative human serum and resulted as 1559 pg/ml. When the 1559 pg/ml value is multiplied by the dilution factor, it results as 3118 pg/ml. It was asked, but it is not known if the patients were adversely affected. No adverse events were alleged. The serial number of the e170 analyzer was (B)(4). During investigations it was noted that ivf patients are often treated with steroid hormones and these patients may exhibit high steroid metabolite concentrations. Very high steroid metabolite concentrations can potentially influence the dilution recovery of such samples.

Manufacturer narrative:
This event occurred in (B)(6).